Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis (fa). Fa was able to confirm the reported complaint. The mcs tip cover accessory was found to have a broken tip cover at the tip. Missing material was not returned with the accessory. Isi did receive the mcs instrument to perform fa. The instrument was tested on an in-house system showing 5 lives remaining. The instrument passed recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage and no problem was detected. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip was found to be damaged. The procedure was completed with no reported patient injury.